Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent exploratory laparotomy with revision of pfannenstiel scar, tah and bso and tvt due to menomerorrhagia, dysmenorrheal, possible adenomyosis and stress urinary incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2003 for pelvic pain. It was reported the patient experienced infection and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.